Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative did not believe external neurostimulator was the reason patient went to the ER. The patient suffers from retention and unplugged the ens earlier this week (date could not be determined); it was turned back on a day prior to this call. Patient came to the physician's office on the day of the call and a catheter was placed. The patient was admitted due to the amount of fluid was voided when the catheter was placed. Additional information reported on 2016-04-05 that it was the representative understanding that the patient already had retention prior to the interstim trial; that was why the interstim trial began. The patient unplugged the verify ens (date undetermined) at the beginning of the trial and started having the severe retention issues. The representative met the patient at doctor's office when they were notified on wednesday, (B)(6) that the patient unplugged the ens in order to reset the interstim therapy. An MRI was not preformed; according to the physician the patient has a CT scan and representative did not know the results. They were still working with the physician to determine if the interstim therapy was showing a 50% improvement. The patient was scheduled for either explant or implant this friday, (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.